Event description:
Additional information was received; it was reported during neuro surgery the surgeon rotated the screw, but the screw was unable to be tightened. The surgeon then noticed that the screw was worn. The screw was removed and replaced. In regards to the surgical technique not being followed, the distributor stated this was a mistake when completing the complaint form.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. The 1.5x4mm ht sd x-dr scr 5-pk (part# 95-6104, lot# 612080) was not returned for investigation and no photos were provided. For these reasons, the screw cannot be visually evaluated or functionally tested. The complaint cannot be verified. In the instructions for use (IFU) for this screw, it states in the section titled 'bone screws': the screwdriver, which has been designed, for a particular system of screws must always be used to be sure that proper screwdriver/screw head connection is achieved. Incorrect alignment or fit of the screwdriver to the screw head may increase the risk of damage to the implant or screwdriver. Device history record (DHR) was reviewed and no discrepancies were found. There are no indications of manufacturing defects. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional and/or corrected information.

Manufacturer narrative:
(B)(4). Device product code: hbw. (B)(4). Foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the head of the screw was worn during surgery. The procedure was completed with a screw of the same size. It is stated the surgical technique was not followed. Attempts have been made and no further information has been provided. No adverse events have been reported as a result of the malfunction.